Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device powered up with a blank display. The probable cause for the blank display was the flex cable was not plugged into the uic pwa. Further testing found the right side of the device touchscreen was not responsive. The customer reported whitescreen was not found during testing or in the device history. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.